Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. Nine days after the event onset, the patient was hospitalized due to the event. On an unknown date, the patient was treated with vancomycin injection (1gm, every 72 hourly, discontinued) and amikacin injection (125mg, intraperitoneal, once daily, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and was not recovered from the peritonitis event. On an unknown date, the pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.